Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: rbmble is not associated with product code sa83g. Please clarify the lot number involved: rbmble is the incorrect lot number , created in error, please ignore. The product code is sa83g , and the lot number is unknown. Date sent to the FDA: 12/28/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Lot number is unknown.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please provide lot number? Rbmble. Were there any patient consequences? None. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture suddenly broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.